Manufacturer narrative:
Continuation of d10: product ID 97745, lot# serial# (B)(6), product type: programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6)2023 (B)(4). (Con): implantable neurostimulator (ins). The reason for call was controller went unresponsive this morning. Pt said this was not a good 'modulator' but pt could still charge until this morning. Implant was at 90% and controller was at nothing. There was nothing on the screen at the time of the call. Instructed pt to take the battery out and plug in the controller. The screen came on. Pt put the battery pack back in there and confirmed the green light was blinking. The controller was taking a charge. Reviewed to keep charging the controller and then charge implant if needed. Troubleshooting resolved the reported issue. Pt called back re-reporting information previously documented in this case. Pt said "again" their controller said it was charging but then it goes to where they cannot recharge at all (pt confirmed unresponsive controller). Patient services specialist (pss) walked pt through removing the battery pack, plugging the controller into the ac power supply, pt said the controller did not power on. Pt said the green light on the power supply was on. Pt tried unplugging and plugging the controller back in however, the controller remained u nresponsive. Additional information received from the patient. Pt received a controller replacement and called back stating they could not get it to work. Pt was not able to take the battery out of the old controller. Walked pt through taking the battery out and inserting the battery in the new controller. Walked pt through pairing the controller. It was recharging excellent. Controller was 100% and ins was in red. Reviewed to keep charging the ins and then turn stim on.